Event description:
Rptr wishes to report a major defect in both elastyren and elasty lite surgical gloves. These gloves tear in multiple places with a minimum of stress during surgery. This defect endangers both the pt and the surgeon. Rptr called co's office to report this defect and co's people told rptr that co knew about the defect but sent the gloves anyway to avoid delays. Co then sent a replacement, elastylite, which was better but still defective in that they ripped too easily. Rptr believes that this is a serious problem and that co's gloves should be taken off the market. Rptr requested a full refund. Rptr considers blood to be as dangerous as plutonium and is personally and professionally extremely upset by co's poor product exposing them to the risks of aids and hepatitis.